Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient received an alert on the cgm and it was displaying 218 mg/dl. The patient checked a bg fingerstick (no symptoms reported) and it was reading 64 mg/dl. A few moments later, the patient felt fluttery, shaky, nervous and then vomited. The patient's son called for an ambulance and the patient was transferred to the emergency room. When the patient arrived, the doctor provided the patient glucose tablets and checked bg using the hospital meter; however, the patient could not remember what her bg was after treatment. The patient was in the hospital for 6 hours and then was discharged. No data was provided for evaluation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.